Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and failure to capture on the right atrial (ra) lead. Subsequently, the physician elected to reprogram the device until a lead revision can be performed during the generator change out procedure. At this time, the ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: impact code f1001/absence of treatment was added.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and failure to capture on the right atrial (ra) lead. Subsequently, the physician elected to reprogram the device until a lead revision can be performed during the generator change out procedure. At this time, the ICD remains in-service. No adverse patient effects were reported. Additional information received reported that this ICD was explanted and replaced due to normal battery depletion (nbd), and the right atrial (ra) lead was revised during the same procedure. No adverse patient effects were reported.